Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after firing several black cartridges with the device, a gold cartridge misfired. The cartridge itself broke upon firing. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was meant by ¿misfired¿? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Did the cartridge break into pieces upon firing? If yes, did any pieces fall into the patient? If yes, how were the pieces retrieved? Were there any difficulties noted with opening or closing the device?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cartridge reload was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.